Event description:
It was reported that patient experienced procedural pain. It was noted that patient was given pain medications and was sent to the emergency room for treatment. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6). Batch: (B)(6).